Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure (lap hernia), after connecting the camera head, image disturbance was noted with the visera elite video system center, and the subject could not be identified. Subsequently, the procedure was completed using a similar device. There was no harm or user injury reported due to the event. This is part one of two related events. (Patient identifier: (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, image noise due to a faulty printed circuit board and a faulty receptable of the video cable connectors. Additionally, there was corrosion on the inner board, corrosion on the chassis, corrosion of the flag cable, corrosion on the rear panel connector, and scratches on the top cover and rear panel; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board and a faulty receptable of the video cable connectors. Olympus will continue to monitor field performance for this device.